Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported premature deployment was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device unpackaging and prior to use the 7.0/30mm absolute pro stent delivery system (sds) was opened and it was noted that the stent implant was unsheathed about 2 cm and not flowered/opened. Additionally, it was noted that the stent handle was in the locked position. There was no patient involvement. The device was not used. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.